Event description:
It was reported that on (B)(6) 2010, angiography performed on the patient revealed instent restenosis of a non-abbott stent which had been placed on (B)(6) 2010 in the target vessel, during the index procedure, which was a saphenous vein graft (svg) to the left anterior descending artery (lad). After predilatation was performed, a 2.5x18 mm promus stent was implanted for treatment and following post-dilatation, the stenosis was 0%. Additionally, the left circumflex (lcx) and 1st obtuse marginal (om), a non target vessel, was observed to have an occlusion, along with a 90% stenosis in the 2nd om, which was treated, after predilatation, with a 2.5x23 mm promus stent. After post-dilatation there was a 0% stenosis. The event was considered resolved and the patient was discharged. On (B)(6) 2011, the patient presented to the hospital with chest discomfort, shortness of breath and diaphoresis and was referred for cardiac catheterization. Coronary angiography revealed that all previously placed stents in the lad, the svg to lad, the lcx, and the rca (non-abbott stent) were all widely patent; however, there was an occlusion observed of the large om, which was as a result of jailing by the previously deployed 2.5x23 mm promus stent on (B)(6) 2010, and was treated with balloon dilatation and the deployment of a 2.5x8 mm promus stent. After deployment of the 2.5x8 mm promus stent there was a pinching observed in the stent that was treated successfully with balloon angioplasty. The event was considered resolved without residual effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The promus device is being filed under a separate medwatch report. In this case, there were no reported product deficiencies. The reported patient effects of angina, dyspnea, and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.